Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) and pump error 4 confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms occurred during self test. Customer was able to clear the alarm and was able to complete rewound. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.